Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's ipg was not providing adequate therapy. As a result, surgical intervention is anticipated to resolve the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced due to being inoperable. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.